Event description:
Event description boston scientific received information that during a pocket revision, the insulation of this right ventricular lead was damaged. The physician attempted to remove the lead and when pulling it back, it became stuck in the area of the superior vena cava. The physician elected to cut and surgically abandon the lead.